Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 153 mmol/l. The sample was repeated for the first time on the same cobas pro and a second time on another cobas pro. Both repeat results were 142 mmol/l. The repeat results were deemed to be correct. Reportedly, an amended report was the correct result was issued.

Manufacturer narrative:
The na electrode lot number was s5870 with an expiration date of 19-nov-2024. The calibration was last performed on (B)(6) 2024 and was acceptable. The customer stated that the qc was acceptable on the day prior to the event. The alarm trace was requested but not provided. The field service engineer found an issue with the sipper, the vacuum nozzle, and the mixing vessel. He replaced the sipper, the vacuum nozzle, and cleaned the mixing vessel. He also replaced the broken waste drain tubing and cleaned the area. Ise check was performed and it was successful. The customer performed calibration, qc, and patient comparison and they were all successful. The service actions (replacing the sipper, the vacuum nozzle, the broken waste drain tubing, and cleaning the mixing vessel) resolved the issue. No further issues were reported afterward.